Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient received several inappropriate hv therapies due to noise. Review of electrograms noted drop in hv lead impedance and high, out of range pacing lead impedance. It was discussed that the device battery could have depleted due to hv charges. Device malfunction was suspected. Device was explanted and replaced. Patient¿s condition was stable.

Manufacturer narrative:
The reported field event of noise and inappropriate therapy was confirmed in the lab. The egms were reviewed by technical services (ts) that confirmed the device had detected noise and delivered inappropriate therapy. The cause of the anomaly was found to be due to a capacitor connection issue in the hybrid.